Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they were hanging out with friends and the receiver stopped working. The patient stated, the patient became unconscious from being hypoglycemic. It was indicated that the emergency doctor arrived at the patient's fiends house and administered the patient with a glucose injection. The patient was taken to the hospital and was treated with two infusions. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. The receiver log was downloaded, unexpected receiver shutdown was observed. Functional testing was performed and it failed. The receiver case was opened, the internal inspection passed. Battery measurements were taken and the voltage was not within specification. The battery wrap was cut and inspected and it failed with a cracked battery ic. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a damaged battery.